Manufacturer narrative:
After follow-up, the device will not be returned, and the logfiles could not be identified by the user facility. Therefore, no device evaluation can be performed. Device not returned.

Manufacturer narrative:
Device not returned for investigation.

Event description:
It was reported that the accuracy of the navlite ent system was insufficient during the registration process prior to surgery. After instruction by the navigation service technician, the customer was able to adjust the surface level of the 3d rendering and complete registration with acceptable accuracy. The functional endoscopic sinus surgery procedure was completed successfully using navigation with no delay. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the accuracy of the navlite ent system was insufficient during the registration process prior to surgery. After instruction by the navigation service technician, the customer was able to adjust the surface level of the 3d rendering and complete registration with acceptable accuracy. The functional endoscopic sinus surgery procedure was completed successfully using navigation with no delay. There was no patient involvement and no adverse consequences associated with the device.